Manufacturer narrative:
After installing the battery, the unit shows low power battery sign and no key function due to c13 voltage leak on interface board. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had failed battery test alarm. Customer stated that insulin pump did not alert failed battery test after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.